Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged using multiple charging supplies. Customer's blood glucose level was 83 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump with an alternate adapter. Customer's blood glucose level was 83 mg/dl.